Event description:
The risk manager from the hospital reported the following event: a total hip prosthesis was implanted on (B)(6) 2009. On (B)(6) 2010, there was a dislocation of the hip that required a revision.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.